Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and oversensing noise. The right atrial (ra) lead had triggered an alert for high thresholds and displayed high impedance and loss of capture. The patient had also phoned into the patient/technical services and inquired about what is happening with the leads and that the leads were "frailing." The patient was advised to contact their physician regarding their symptoms and what can be done with the leads. Follow-up was conducted with the patient¿s clinic. The allied health professional (ahp) at the clinic was familiar with the patient's situation and the patient had been seen multiple times since the initial hospital visit. The ahp was able to confirm that the multiple shocks the patient received were for valid/appropriate ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. Additionally, the ahp was able to confirm that reprogramming has been completed and further drug therapies have been prescribed for the patient's condition. The patient has been referred to speak with an electrophysiologist (ep) surgeon to discuss laser lead extraction (lle) and to determine the best treatment plan for the patient. The leads currently remain in use. No patient complications have been reported as a result of this event.